Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.

Event description:
The pacemaker was implanted on (B)(6) 2022. On (B)(6) 2022, the battery impedance was 0.23 kohm. The patient missed his planned follow up in (B)(6) 2022. Since the announcement of the fsn, the responsible doctor tried to call the patient and his daughter several times without any success. He will continue to get in contact with the patient.